Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. The technical support specialist noticed that all the stations were in critical override mode. The tss asked the customer for the patient's details and then created the electronic protected health information (ephi) link and posted it in the reassignment chat for acknowledgment. The tss confirmed with the customer that the issue had been resolved and all stations were working fine. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders were crossing over slowly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.